Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: hair was found inside sterile packaging. Produce was not used in a case and is ready to be returned to stryker. Please provide RMA for return. Please ship customer a new box of product to replace. Salesforce case number (B)(4). The failure identified in the investigation is consistent with the complaint record. The probable root causes could be the tyvek cover was dirty or the packagers hand had contaminants during packaging.

Event description:
It was reported that foreign material was found inside the sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile package.